Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Although requested, the customer declined troubleshooting with tandem technical support. Customer¿s blood glucose level was 300-308 mg/dl.